Event description:
It was reported that during isolation of a pseudosplenic aneurysm procedure, when inserted the coil (subject device) into a non-stryker microcatheter, carnelian hf, and when pushing and pulling was performed to engage with the vessel repeatedly, the coil (subject device) got prematurely detached (detached position is unknown). Therefore, the coil (subject device) retrieved with the entire microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during isolation of a pseudosplenic aneurysm procedure, when inserted the coil (subject device) into a non-stryker microcatheter, carnelian hf, and when pushing and pulling was performed to engage with the vessel repeatedly, the coil (subject device) got prematurely detached (detached position is unknown). Therefore, the coil (subject device) retrieved with the entire microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire as found to be kinked/bent, the main coil was found to be severely stretched, and the main coil was found to be stuck in the catheter. During a functional test the reported ¿main coil prematurely detached/separated during use¿ was unable to perform due to condition of device and the reported ¿device difficulty engaging target vessel¿ could not be confirmed during analysis as the event is procedure/patient related. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿main coil prematurely detached/separated during use¿ was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed, and the coil delivery wire was found to be kinked/bent. The man coil was found to be severely stretched. The main coil was found to be stuck in the catheter. An assignable cause of not confirmed will be assigned to the reported ¿main coil prematurely detached/ separated during use¿ and ¿device difficulty engaging target vessel¿ as the issue was not confirmed during device analysis. An assignable cause of handing damage will be assigned to the as analyzed code 'coil delivery wire kinked/bent', ¿main coil stretched¿ and ¿coil jammed¿ as this defect appears to be associated with handling of the product or portion of the product during the procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.